Event description:
On december 26, 2023, lay user/patient contacted lifescan (lfs) USA, alleging that their onetouch verio flex meter reading inaccurately low compared to their feelings and/or normal readings. This complaint was classified based on information obtained by the customer care agent (cca) during the initial call and additional information obtained when the cca listened to the call recording. The patient reported that the alleged inaccuracy issue began at midnight on december 22, 2023. The patient reported that prior to attempting to test their blood glucose with the subject device, they felt ¿miserable and scared¿. The patient reported that they proceeded to test their blood glucose with the subject device and claimed obtaining a blood glucose reading of ¿130 mg/dl¿ which they felt was inaccurately low compared to how they were feeling at the time. The patient reportedly manages their diabetes with insulin (novolog mix, 70/30) and denied making any changes to their usual diabetes management regimen in response to the alleged issue. The patient reported that on december 22, 2023, an unspecified time after developing symptoms, they attended the emergency room (ER) where their blood glucose was reportedly measured at ¿300 mg/dl¿ on the ER device. The patient advised the cca that they were treated by a healthcare professional with i.v fluids and that following treatment, their blood glucose was re-tested using the ER device and a result of ¿94 mg/dl¿ was reportedly obtained. At the time of troubleshooting, the cca confirmed that the unit of measure was set correctly on the device at the time of testing. The cca established that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. The cca also noted that at the time of the call, the patient did not have control solution available to test the subject system. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly required treatment from a healthcare professional (hcp) for an acute high blood glucose excursion after obtaining an alleged inaccurately low blood glucose reading with the subject device. The alleged inaccuracy issue could not be ruled out as a cause and/or contributor to the event.

Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. Similar complaints for this issue were also trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue. Description of code 4581: patient felt "scared."